Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a system diagnostics test resulted in high lead impedance indicating a possible lead malfunction. It was reported that the patient did not have any fall or injury. Patient was reportedly referred to their surgeon.